Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020 with blood glucose value of 43 mg/dl. Customer stated that when she gave herself insulin with the pump, she drooped low to 60 mg/dl and sometimes to a 40 mg/dl. The customer was treated with glucose intake. Customer currently using insulin pump system for low blood glucose event. Customer also stated that insulin pump received motor position encoder error alert. Customer alleges insulin pump was over delivering. The reservoir will not be returned for analysis. The insulin pump will return for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm or e70 alarm noted during testing. The motor was tested outside of device and passed. No e70 alarm noted in the alarm history screen. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in b5 section of this report. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6)2020 with a blood glucose value of 43 mg/dl. The customer stated that ever since she has lost weight whenever she boluses, she drops low. The customer was treated with glucose intake. The customer alleges over delivery of insulin. The customer also stated that the pump received a motor position encoder error alert. The customer was using the insulin pump at the time of the event. The device will not be returned for analysis.